Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 40 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the dislocation was reported to be caused by the patients therapist. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the therapist dislocating the patient.